Event description:
The lay user/patient contacted lifescan alleging the meter displays unknown error message. The reporter was unable to recall the error number displayed. The issue was not resolved with troubleshooting. There were no allegations of harm or injury.